Event description:
It was reported, the pt no longer had stimulation and the ipg was unable to communicate with external devices. The sjm representative met with the pt and confirmed the issue. Follow up identified the physician was to undertake surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.